Event description:
A snare was used for a therapeutic polypectomy. During the procedure, the polyp got caught inside of the snare. The patient was taken to surgery where the snare was removed from polyp. The patient is reported to be doing fine. It should be noted that the polyp was too large to be removed using this device.